Event description:
The complaint is reported as: "the patient presents a medication leakage at the insertion site of the PICC catheter. Upon removal, the exit of fluid is verified and observed at the junction between the catheter and the blue securing part. Subsequently, a saline solution test is performed using a syringe, confirming that the liquid leakage is due to a breakage in that area. It is important to note that the catheter had been inserted approximately 24 hours ago." It was reported a crack was observed. The catheter was removed and a peripheral line was placed. There was no harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the patient presents a medication leakage at the insertion site of the PICC catheter. Upon removal, the exit of fluid is verified and observed at the junction between the catheter and the blue securing part. Subsequently, a saline solution test is performed using a syringe, confirming that the liquid leakage is due to a breakage in that area. It is important to note that the catheter had been inserted approximately 24 hours ago." It was reported a crack was observed. The catheter was removed and a peripheral line was placed. There was no harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).